Manufacturer narrative:
Customer complaint was verified - issues with image quality/stability. A visual inspection revealed that the edac connector/receptacle of the ccu had significant signs of wear due to being used at the customer's facility for seven years. In addition, the customer also returned an image 1 d1 camera head, model #22260131-1 (the camera used for mediastinoscopy procedures) for repair; the problem description for the camera stated 'no image'. We, therefore, believe that it is most likely this was the camera used in conjunction with this ccu during the mediastinoscopy procedure. The evaluation of the camera found that the camera cable's card edge connector, which plugs into the ccu receptacle, also showed significant wear (the cable was approximately 3 years old). This combination of the worn receptacle and worn cable card edge connector is what would cause the intermittent image failure.

Event description:
Allegedly, during a mediastinoscopy procedure the image was intermittently lost, at times for 10 seconds and up to 30 seconds; the endoscopic image returned within 10 seconds. Because of this issue, the surgeon ended up finishing the case without the camera by viewing through the telescope eyepiece. Procedure was completed with no harm to patient.